Event description:
It was reported that the r-waves had decreased and capture thresholds had increased. The patient received inappropriate therapy due to oversensing. The lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.